Manufacturer narrative:
E1:patient city: (B)(4) patient country: china. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 05-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples were visually inspected and tested for click and static base - connector. All test results were within specifications. The batch record 5388855 was verified and it was found within specifications. This investigation has been updated because the malfunction code changed from, which requires additional activities not included in the original investigation dated 18-jul 2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 05/mar/2026 against lot number 5388855 and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur, leak between tubing and site connector - detachment / significant wetness. The review confirmed that lot 5388855 and the identified failure mode are not associated with any non conformance report (ncrs) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 05/mar/2026 against lot number criteria equal 5388855 and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur , leak between tubing and site connector - detachment / significant wetness. The number of complaints is 1. The complaint numbers are complaint 1705175. Device history record (DHR) review: the lot 5388855 was manufactured according to work instruction (wi) version 19 and manufactured in the m12, on 29/may/2022 with a total of 28,500 units. The sub-assembly: assembly lot 5390468 was manufactured according to the wi version 23 and assembled in the quickset line, on 29-may-2022, with a total of 29,200 units. The sub-assembly: gluing tube lot 5390441 was manufactured according to the wi version 37 and assembled in the quickset line 4,5,8 , on 28-may-2022, with a total of 120,000 units. The DHR was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in china it was reported that the patient experienced the infusion set tubing detachment from quick release event on (B)(6) 2023. The infusion set was used for less than a day. No further information available.